Event description:
It was reported that the device was in use with home care patient for infusion of primary pulmonary hypertension (drug name not reported). The reporter stated the device alarmed and displayed the message "error 1140". The reporter stated the patient switched to their backup pump to continue infusion. No adverse effects to patient reported.